Manufacturer narrative:
Device is a combination product.device evaluated by MFR: the complaint device was not returned for analysis.the batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.(B)(4).

Event description:
(B)(6) clinical study. It was reported that myocardial infarction (mi) and in-stent restenosis (isr) occurred. In (B)(6) 2009, clinical status assessment identified the patient's qualifying condition as silent ischemia. Subsequently, index procedure was performed. The target lesion was located in the proximal left anterior descending (lad) artery with 80% stenosis, a length of 8 mm and a reference vessel diameter of 2.50mm. The target lesion was treated with pre-dilation and placement of 2.50x12 mm study stent. Following post dilatation, residual stenosis was 0%. A non-target lesion located in the proximal right coronary artery (rca) was treated with pre-dilation and placement of a 2.50x32 mm taxus liberte paclitaxel-eluting coronary stent system. Six days post procedure, patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, the patient presented to the emergency department with a chief complaint of chest pain, nausea and shortness of breath. Patient was then diagnosed with st elevation myocardial infarction (stemi) upon admission and patient's cardiac enzymes elevation was consistent with mi. Three days from admission, angiography was performed and revealed total occlusion of the previously placed taxus stent in proximal rca. The lesion was treated with pre-dilatation and placement of a 2.25x8mm non-bsc bare metal stent, resulting in 0% residual stenosis. Three days post procedure, the event was resolved without residual effects and the patient was discharged.